Event description:
Complainant reports that a screw of the interactive 3.2mmdx10mml sbm 3.0mmd platform dental implant fractured during a clinical procedure, requiring a removal of the implant. This incident is a reportable serious injury. This is the only complaint for this part and lot number indicating there is no upward trend for this issue.